Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) model 1762 was explanted due to the message "warning: possible device malfunction" during attempted interrogation. The pre-existing endotak lead was then tested @ 1j and 30j through the ecd, yielding good impedance measurements. The lead was connected to the new ICD model 1793 and the patient was converted with a 17j shock. When attempting to save patient data, device displayed tachy mode ??? And that device was removed as well. The endotak was cut and capped and a new system was implanted.

Event description:
Event description cpi received info that this implantable cardioverter defibrilltor (ICD) model 1762 was explanted due to the message 'warning: possible device malfunction' during attempted interrogation. The pre-existing endotak lead was then tested @ j1 and 30j through the ecd, yielding good impedance measurements. The lead was connected to the new ICD model 1793 and the pt was converted with a 17j shock. When attempting to save pt data, device displayed tachy mode ??? And that device was removed as well. The endotak was cut and capped and a new system was implanted.